Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 600 mg/dl at the time of hospitalization. Customer¿s blood glucose value was 140 mg/dl at the time of incident. Customer was off the device prior to hospitalization for less than 48 hours. The product will return for the analysis.